Event description:
It was reported that during a da vinci-assisted liver resection procedure, the sureform 45 stapler instrument would not close completely. The robotics coordinator indicated that per the surgeon, the tissue was not thick and he used green sureform 45 reloads. There were 2 stapler reloads involved when the stapler instrument did not close fully. After some time, the stapler instrument did close but the surgeon could only use 2 centimeters (cm) of the full 4.5cm stapling length, because there was a warning message stating that "the tissue was too thick." The surgeon stated that the tissue fragment was very thin. A third reload was then used. The stapler instrument was able to close and fire immediately. The surgeon also stated that there was some delay in the procedure (but not that much), however during the stapler firing issue, there was a vein in the piece of tissue that was being stapled, which led to additional blood loss. According to the surgeon, the standard blood loss in liver surgery with the robot is 40cc. In this case, the blood loss was 400cc. The procedure was completed robotically. There was no tissue push event.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and the patient¿s intra-operative complication are unknown. Isi has not received the sureform 45 stapler instrument and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. The stapler logs were reviewed by intuitive surgical; inc. (Isi) advanced failure analysis engineer (fae) team and the following findings were obtained: the logs show sureform 45 stapler instrument (part #480445-04, lot #l91210405-0038) was installed 4 times and fired 4 reloads (all green). The 1st and 4th installs had a completed clamp, followed by a completed firing with no pauses for compression. On the 2nd install, the system failed to detect the reload color and the user manually selected the green reload via the surgeon side console (ssc) touchpad. On this install, there were 9 incomplete clamp attempts, ranging from 59-73% completion. The 10th clamp was completed and followed by a firing failure at 84% completion, after a duration of around 45 seconds. Max torque during the firing was 2 times normal. On the 3rd install, the system again failed to detect the reload color, and the user manually selected the green reload via the gui on the ssc touchpad. The user made a completed clamp, followed by another firing failure at 72% completion, after a duration of ~45 seconds. Max torque during the firing was 2 times normal. Per the logs, the partial fires occurred on the 2nd and 3rd firings. All installs were on universal surgical manipulator (usm) #4. There were no stapler related errors in the logs for this procedure. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. During a da vinci-assisted liver resection surgical procedure, the sureform 45 stapler, which was installed with green reloads had clamping issues during the 2nd and 3rd stapler fires. When the stapler instrument finally closed, there was a partial fire with the 2nd and 3rd stapler fires (2 cm out of 4.5 cm stapling length) with an error message stating "tissue was too thick." A subsequent stapler fire with green reload did not have any issues. There was an additional blood loss ( 400 ml instead of the expected 40 mls) due to the stapling issues. It is unclear what medical intervention, if any, was rendered due to the bleeding. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the same event reported against the 2nd green sureform 45 reload.

Manufacturer narrative:
On 24-nov-2022, intuitive surgical, inc. (Isi) received the following additional information from the surgeon about the reported event: the surgeon was stapling the liver pedicle and parenchyma when the issue occurred. The target tissue was not calcified nor exposed to chemotherapy/radiation. There was no tissue tension or tissue bunching.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 25-apr-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the reload: failure analysis found the primary failure of an exposed blade to be related to the customer-reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. Additional observations not reported by site related to the primary failure were also identified. The reload was found to have a lodged staple in between the pusher and cartridge. The reload was found to have mechanical indentation damage to the knife blade. The probable root cause of these failures is attributed to mishandling/misuse.